Manufacturer narrative:
Information contained in this report was previously submitted through 410 psr on 23/apr/2018. A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "capsular contracture," baker grade IV. Treatment of "massage" was provided, and the device remains implanted.